Event description:
Caller alleging receiving discrepant inratio values. (B)6) 2014: inratio: 0.8, 3.6, 3.7, 7.0, 4.0. Tests performed over a two hour period. Patient's therapeutic range 2.5 - 3.5. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.